Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness, syncopal episodes, atrial fibrillation (af), low heart rate and atrial flutter. A polarity switch and abrupt increase in undefined high impedance was noted on the right ventricular (rv) lead. Possible oversensing and no capture were noted and lead fracture was suspected. Transcutaneous pacing pads were placed on the patient and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.